Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that calibration was not performed correctly. The animas vibe user's guide states: do not enter a bg value for cgm calibration if you see the ant or ??? On the cgm data or cgm trend screens on your pump. This means the pump and transmitter/ sensor are not communicating. Your bg value will not be accepted if either of these symbols appear. At the time of contact, no injury or medical intervention was reported.